Event description:
It was reported that a bd syringe¿ s2 10ml 21ga 1in had plungers that were difficult to move. This happened on 6 occasions but further details are unknown. The following information was provided by the initial reporter: not able to draw blood smoothly, while aspirating drug from vials, very difficult to draw the drug or push the drug(mixing). Plunger hard movement while give drug to the patient.

Manufacturer narrative:
Investigation: bd has not bee provided with photos or samples for catalog 300294 lot 180506 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe¿ s2 10ml 21ga 1in had plungers that were difficult to move. This happened on 6 occasions but further details are unknown. The following information was provided by the initial reporter: not able to draw blood smoothly, while aspirating drug from vials, very difficult to draw the drug or push the drug(mixing). Plunger hard movement while give drug to the patient.